Event description:
Six weeks post implant, the patient had an extreme scar raction due to a dense build up of scar tissue instead of in-growth of patient tissue. This resulted in a significantly shortened vagina. There was no erosion. The doctor went in to remove the mesh and it was still lying flat. It had not folded, frayed or rolled on itself. The doctor removed the mesh and the patient is recovering without any further complications reported.